Event description:
The patient underwent a procedure to receive two percutaneous leads (from the same lot) as part of her scs trial system. It was reported some clear liquid escaped after placing the second lead; the physician was unsure whether the fluid was cerebrospinal fluid (csf) or local anesthetic. The patient reported good coverage during intraoperative testing, but shortly after reported a loss of sensation in her legs. The physician determined he had inadvertently injected local anesthetic into her csf. The patient was transferred to the post-anesthesia care unit and reported the sensation in her legs returned within an hour. The following morning the patient reported she was in great pain and wanted the trial system removed. It was reported the leads were removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.